Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the safe-t-pro device and the healthcare provider was stuck by the needle. The healthcare provider is taking an anti viral treatment for the needle stick injury and has had a blood test to check for any blood-borne disease transmission of which the result is not yet known. The lot number of the device was not provided. The lancet device will not be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.